Event description:
Reported by healthcare professional at dialysis unit: "blood leak occurred with first use." Patient was being dialyzed in the acute unit. Ebl was 180-200 ml. As extracorporeal circuit (venous line and dialyzer) was discarded. There was no reported adverse effect to the patient or medical intervention necessary. Actual sample was discarded by the nurse. MDR filed on the volume of blood loss reported.